Event description:
It was reported by the physician that 3 weeks after the atrial fibrillation (afib) procedure that occurred on (B)(6) 2014, the patient suffered a pericardial effusion on (B)(6) 2014. The patient presented to the ER with shortness of breath. A transthoracic echocardiogram was performed and a pericardial effusion was identified. The patient was taken to the cardiac cath lab where a pericardiocentesis was performed. The patient stabilized and was held for observation according to hospital protocols. Additional clarification was requested on the event however, no additional information has been provided.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: lasso navigational catheter: model #: unknown, lot #: unknown; coronary sinus uni-directional catheter: model #: unknown, lot #: unknown; soundstar catheter: model #: unknown, lot #: unknown; carto 3 system: model #: m-4800-01, serial #: (B)(4); smartablate generator: model #: m-4900-07, serial #: (B)(4); smartablate pump: model #: m-4900-08, serial #: (B)(4). Manufacturer's ref. No.: (B)(4).